Manufacturer narrative:
The 5mm cannula seal and broken piece were not returned to intuitive surgical, inc. (Isi) for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci assisted bariatric procedure a black piece from the 5mm cannula seal fell into the patient. There was no report of any patient harm; however, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted bariatric procedure on an unspecified date, a black piece from the 5mm cannula seal fell into the patient. The broken piece was retrieved laparoscopically from the patient and there was no report of any patient harm, adverse outcome or injury. No other details regarding the reported event were provided.